Event description:
Per the clinic, the patient was explanted due to an impact to the head resulting in loss of benefit from the device. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B) (4).

Event description:
The customer contacted baxter?s technical service center regarding an alarm, which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated one of the supply lines came loose and leaked solution. The hp already removed all of the supplies and started over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.